Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported via fax that: "a patient, (B)(6), underwent a surgical procedure due to femur fracture (on a hip with a competitor prosthesis myrmex): on unspecified date. Due to the loosening of the hip prosthesis, the patient underwent an unanticipated surgical procedure on (B)(6) 2011. During this revision surgery, the surgeon noted that there was a screw broken."